Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: product ID 5076-52 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported that the patient received multiple inappropriate shocks. There was atrial undersensing and intermittent far field r-wave (ffrw) oversensing. It was noted the device was withheld for sinus tachy rule but could not see consistent a to v when atrial undersensing. The device was reprogrammed. The device and lead remain in use. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.